Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber identified that the fiber body was broken near the connector. The fiber was functionally tested with the hene (helium-neon) laser fixture, and a fiber break was found at the body of the fiber. Microscope inspection was performed, and the fiber tip was in good condition. The connector cone, segments, and tabs appear in good condition and secured. It is likely that the break in the fiber body inadvertently occurred when it was being removed from the packaging or being attached to the console or when inserting it into the scope. There was no evidence that the device was not used in accordance with the IFU. Based on analysis results, this investigation was assigned a cause of unintended use error caused or contributed to the event, where the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation.

Event description:
A fiber was returned to the manufacturer without any event information or product allegation. Analysis of the returned device identified a fiber break.